Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had power spikes and was brought inpatient due to possible clot. Prior to the clinic visit, lactate dehydrogenase (ldh) was elevated but other labs and vital signs showed no significance. The patient was treated with heparin. It was later noted that the patient had decreased flows but they were asymptomatic at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as the patient remains ongoing on heartmate ii left ventricular assist system (lvas). Review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. Furthermore, a direct correlation between the lvas and the reported events, as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively established. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023. Transient elevations in pump power and flow were observed on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. No other notable events or alarms were observed, and the pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate ii lvas. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis as well as how to respond to such events. Section 6, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Section 1 of the IFU, also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU, "system monitor", states that the system controller provides an estimate of blood flow out of the pump based on pump speed and the amount of power being provided to the pump motor. The system controller will monitor the flow estimate, compare it to the known operational range of the pump, and verify that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box on the system monitor displays "+++" or "- - -" to prevent the display of inaccurate flow information. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.